Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history revealed multiple power on reset (por) events and multiple call service 076 alarms on (B)(6) 2014. The battery cap contact measurements were found to be within specification. There was no damage found to the battery compartment or battery cap. The battery cap secured tightly to the pump and maintained an electrical connection. During testing, the battery cap was fastened and then unscrewed ½ turn with no reboots. The pump alarmed with a call service 076 alarm upon the first rewind attempt. The remaining steps were unable to be performed for the reported power issue; the lead screw was found to be detached for the motor gear assembly. There were no intermittent conditions found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.